Event description:
It was reported that an infusion set and cartridge issue occurred when the user attached the connector to the cartridge outside the pump, leading to a leak and air in the tubing, after which the user used a backup set and resumed insulin delivery following guidance to correctly reinsert the connector and purge air. Symptoms included no reported adverse clinical effects and no effect on blood glucose. Outcomes included successful restoration of insulin delivery without alerts or alarms and no medical intervention. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed user handling contributed to the connector being attached incorrectly and air entering the system. It was concluded that the event was due to incorrect infusion set deployment and connector attachment, resolved with corrective instruction.